Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, at the end of the procedure, a vascular complication was reported at the access site. Distal embolization (non-cerebral) was reported. Unspecified surgical interv ention was performed. Per the physician, the complication was not related to the device or the procedure. Additionally, 3 months and 5 days following the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) was noted. No treatment was reported. No additional adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.